Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A manual drop test was performed and the test passed. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the receiver log did not confirm the reported event of an intermittent audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. Patient tested the alert functionality and reported the alerts were functioning correctly. Patient did not report any injuries or medical intervention.